Event description:
It was reported that through remote transmission, the lead exhibited noise. The device also recorded auto mode switch episodes, high ventricular rate and noise reversion episodes. The patient was asymptomatic. Programming changes were recommended. No further information is available at this time.

Event description:
New information noted that the asymptomatic patient presented in-clinic on (B)(6) 2018 with more episodes of noise on the right ventricular and right atrial leads. There was no sensing, threshold, or impedance anomalies. The noise was unable to be reproduced in-clinic. The patient was not symptomatic and would continue to be monitored